Event description:
The accounts maintenance stated that the reverse trendelenburg function is not working. He has replaced the footboard, but the issue remains. Technical support instructed the accounts maintenance to inspect the cabling that runs from the left footboard connector to the logic board. The account has not completed repairs.

Manufacturer narrative:
Technical support instructed the accounts maintenance to inspect the cabling that runs from the left footboard connector to the logic board. The account has not completed repairs.